Event description:
Customer states she is having trouble with her back up insulin pump during priming. No blood glucose provided. Customer declined troubleshooting as she states she will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.